Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed; the bulb error occurred due to use of charred older version light emitting diode (led) cables. Additional findings include metal stuck in the light guide connector and a worn out video connector latch causing a poor connection with pigtails (a cable that has an appropriate connector on one end and loose wires on the other). It was also recommended the software be upgraded from version 3.00 to current version 43.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6) and submitted medwatch 149666.

Event description:
The customer reported to olympus that when the video system center gets turned on, color bars appeared and then a bulb error occurred. The issue was found during the diagnostic procedure (rhinoscopy) but was resolved by power cycling off and back on; there was minimal delay, no patient sedation and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.